Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 40 mg/dl, which she treated with food. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. A motor position encoder error was reported. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the history file. Unable to verify motion sensor test failure alarm or perform the unexpected restart error, occlusion and no delivery test due to motor error alarm. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No unexpected failed battery alarm noted. No unexpected restart alarm, loss of memory anomaly or display anomaly noted. The insulin pump passed the operating currents measurement, self-test, rewind, basic occlusion, prime and displacement test. The test minilink transmitter communicated properly to the insulin pump. No unexpected lost sensor alarm noted. The insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.